Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is that the fin nail used was too long. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2019 that a sign fin nail implanted to repair a fracture was replaced due to a proud nail. The fin nail was replaced with a 10mm x 360mm standard im nail per the sign technique manual. Surgeon comment: "open reduction done due to large butterfly fragment and degree of comminution. This was the shortest fin nail available and is somewhat proud in the proximal femur. However, the limb was stable. Also with transverse acetabular fracture, orif done (B)(6) 2019."